Event description:
The customer reported the latron primer control was failing high on the coulter lh 750 hematology analyzer. The customer did not report any error messages from the instrument at the time of the event. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 01/08/2015. The fse confirmed that the letron primer control was failing high. The fse replaced the blood sampling valve (bsv), which repaired the issue with the high latron control. The repairs were verified per established procedures. (B)(4).